Event description:
The facility's sales rep reported an infusion pump with an 812:02 failure code that occurred during pt use. The sales rep stated that there was no pt injury or medical intervention resulting from this failure. Info was requested by baxter's customer service regarding specific pt info, pump programming and set-up info, tubing product code and lot number in use and the medication involved, but no add'l info was available.